Event description:
A customer reported experiencing a cartridge alarm 20 during an event while reloading a cartridge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the cartridge successfully and receiving guidance on using room temperature insulin and proper loading techniques from technical support. The customer was advised to call back if the issue persisted.